Event description:
This device was explanted and replaced due to loss of atrial pacing. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received and analyzed. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. The header of the ICD was visually inspected. The set screws could be easily screwed in and out. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. Rests of coagulated blood were found inside the header bores. Otherwise no anomalies were present. There was no indication of a material or manufacturing problem. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. An additional long-term pacing test was carried out. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device was fully functional. There was no indication of a device malfunction.